Event description:
Sorin group received a report that the speed potentiometer of the s3 console and pump was not working properly during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the speed potentiometer of the s3 console and pump was not working properly during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.

Manufacturer narrative:
(B)(4). Sorin group received a report that the speed potentiometer of the s3 console and pump was not working properly during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the speed potentiometer on the pump and tested the unit and found no further issues. The replaced speed potentiometer was returned to sorin group (B)(4) for further investigation where it underwent a visual inspection and hardware analysis. During the hardware analysis, the speed potentiometer was tested in tandem with a calibrated control unit and it was discovered that the parameters were out of tolerance. The returned device was scrapped upon completion of the investigation. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue and if any are identified, corrective action will be recommended.